Event description:
It was reported that the patient had an implant for their bladder two years ago, in 2010. The implant had "completely flipped over". This action "tore" the leads and therefore the patient needed surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v243043, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product typ lead product ID 3037 lot# serial# (B)(4), product typ programmer, patient. F(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins), leads, and extension were revised on (B)(6) 2010. The ins, leads, and extension were explanted from the right side of the patient's body and re-implanted on the left side. The patient was reprogrammed on (B)(6) 2010, and was receiving vaginal stimulation. The patient required hospitalization due to the event. No patient injury was reported.